Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the catheter could not be inserted due to the mismatched sheath size provided along with the packing. As a result, the staff used another kit to complete the procedure. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The reported complaint of iab insertion difficulty is not able to be confirmed. The product was not returned for investigation. The customer provided two pictures and were reviewed. Picture one shows the iabc packaging box label with lot number which matches the lot number reported on the complaint report, and serial number. Photo two showed the iabc with the serial number reported. The reported complaint could not be confirmed after the review of the pictures. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the catheter could not be inserted due to the mismatched sheath size provided along with the packing. As a result, the staff used another kit to complete the procedure. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box, was loosely packed in the original packaging box. Re-turned with the sample was the supplied 40cc driveline tubing. Upon return, super arrow- flex (saf) sheath was noted at approximately 3.4cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing (inp-9). The iabc bladder was partially withdrawn from the sheath; the visible section of the iabc bladder was loosely unwrapped. No blood was noted on the interior or the exterior surfaces of the returned iabc. Upon return, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the pack-aging tray. The arrow sticker was noted cut/ripped and portions of the sticker were completely missing. The packaging sticker covering the iabc bladder is not to be removed. Since damage to the "arrow" packaging sticker was noted, which indicates that the catheter was not prepped per the instructions for use (IFU), an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The customer photos were reviewed. The photo shows the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it started losing pressure immediately. This was repeated with similar results. No blood or obvious debris was noted within the one-way valve upon further inspection. The one-way valve was cleaned and tested again; the one-way valve still lost pressure immediately and failed. Further testing was performed, a known good one-way valve seal was exchanged with the returned one-way valve seal. The one-way valve was tested again with the known good seal; the one-way still lost pressure immediately and failed. The catheter's central lu-men was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A lab inventory one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the saf sheath was moved towards the iabc bifurcate with little force. Upon removal of the saf sheath, no visual damage or abnormalities were noted to the bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab insertion difficulty is confirmed. The one-way valve failed during functional testing. A failing one-way valve will result in difficulty of pulling and maintaining a vacuum on the iab bladder. If the vacuum is not maintained, it can result in insertion difficulty. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates a potential that the catheter was not prepped per the instructions for use (IFU) and can result in damage to the catheter. As a result, an in-service has been requested to re-view the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the failed oneway valve. The probable root cause of the one-way valve issue is supplier related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that the catheter could not be inserted due to the mismatched sheath size provided along with the packing. As a result, the staff used another kit to complete the procedure. There was no report of patient complications, serious injury, or death.